Manufacturer narrative:
E.1 initial reporter facility- (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer found the issue as reported by the customer. Drawer control troubleshooting was performed and determined that the drawer controller had failed, while the pyxibus module was functioning properly. The defective component was replaced, which allowed the application to launch successfully and the required firmware update to be applied. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the cubie drawer had failed and that the board was shorted out. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.